Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent enterocele and posterior vaginal repair due to stress urinary incontinence and vaginal prolapsed. Following implantation the patient experienced bladder infections, vaginal bleeding, mesh erosion, bladder stone, removal surgeries, pain, emotional distress/trauma and upset, multiple removal and corrective surgeries from 2008 to the present. Due to bladder infection, vaginal bleeding, back pain, eroded mesh, and bladder stone formation, the patient underwent revision and partial removal of mesh on (B)(6) 2008, (B)(6) 2009, (B)(6) 2012. No additional information was provided. (B)(4).